Event description:
It was reported by service report that the bed caught on fire after an explosion occurred while hospital staff used a defibrillator which sparked while trying to resuscitate a pt who had passed away from a stroke, and there was oxygen flowing in the room.

Manufacturer narrative:
Service tech inspected the unit and found no factors that the bed would have played in causing a fire. The bed was damaged beyond repair.